Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had motor error alarm. Customer blood glucose at the time of incident was 145 mg/dl. Troubleshooting was not performed. The insulin pump will be returning for analysis